Manufacturer narrative:
The manufacturer previously reported wrong information in section b1 as product problem, type of reported complaint as product problem. After review, it was determined that section b1 should be filed as both product problem and serious injury, type of reported complaint as serious injury. Box b and h corrected in this report.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges falling into coma when using device. Pms team determined the allegation is not related to the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.